Manufacturer narrative:
It was reported a type ii endoleak was seen on the 2 year follow-up imaging dated (B)(6) 2021. The endoleak volume is 2.57mm.it was reported that corelab indentified proximal stent graft migration at the 12 month follow-up imaging dated the (B)(6) 2020. It was said a new device had been implanted to extend proximal seal. It was also noted on the unscheduled visit imaging dated (B)(6) 2021 that there was a distal stent graft migration (19.7mm). It was also noted on the 2y fu site imaging dated (B)(6) 2021 that the distal stent graft migration was still present (18.5mm). Fractures were not examinable due to device overlaps. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the type ia endoleak was treated with secondary procedure approximately 2 years post the index procedure, where a new stent graft ( vnmf3737c97tu) was implanted . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in an unknown endovascular procedure. Approximately 15 months post index procedure, an endoleak type 1a was noted. No cause of the event was reported. No additional clinical sequalae were provided